Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched on site to investigate. The unit was tested and found to be working properly, without confirming any failure. During servicing activities, adjustments to the injection valve have been made as a precaution. After performing all the functional tests with positive results, device was put back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, during procedure, the 3t heater cooler displayed error on patient cooling side. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.